Event description:
This case was cross reference with case ID: (B)(4). This unsolicited case from united states was received on (B)(6) 2017 from physician. This case concerns male patient (age unspecified) who received treatment with synvisc one and after an unknown latency patient had moderate to severe swollen knees, was bedridden for days and could not walk. Also device malfunction was identified for the reported lot number. No medical history, past drugs, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection once (batch/ lot number: 7rsl021; dose, indication and expiry date: not reported) in the unspecified knee. On an unknown date, after unknown latency, patient had moderate to severe swollen knees, was bedridden for days and could not walk. Corrective treatment: not reported for swollen knees, was bedridden for days and could not walk. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number:(B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criterion: disability for bedridden and device malfunction additional information was received on 04-dec-2017 and 14-dec-2017 (both information were processed with the clock start date of 04-dec-2017). Additional event of device malfunction was added along with details. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 04-dec-2017: this case concerns a patient who received treatment with synvisc one from the recalled lot and later experienced knee swelling and was bedridden for days. The treatment dates and event onset dates are unknown; therefore a temporal relationship cannot be established. However, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case was cross reference with (B)(4) (cluster). This unsolicited case from united states was received on 04-dec-2017 from physician. This case concerns male patient (age unspecified) who received treatment with synvisc one and after an unknown latency patient had moderate to severe swollen knees, was bedridden for days and could not walk. No medical history, past drugs, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection once (batch/ lot number: 7rsl021; dose, indication and expiry date: not reported) in the unspecified knee. On an unknown date, after unknown latency, patient had moderate to severe swollen knees, was bedridden for days and could not walk. Corrective treatment: not reported for all. Outcome: unknown for all. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: disability for bedridden. Pharmacovigilance comment: sanofi company comment dated 12-dec-2017: this case concerns a patient who received treatment with synvisc one and later experienced knee swelling and was bedridden for days. The causal role of suspect product in occurrence of the event cannot be ruled out on the basis of clinical course. However, due to lack of information regarding medical history, concurrent condition and past drugs precludes complete medical assessment of the case.